Manufacturer narrative:
The events of necrosis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: necrosis, capsular contracture baker grade IV, rupture.

Event description:
Patient representative reported "baker grade IV, rupture, hardening of breast tissue, deformation, pressure sensitivity, tissue necrosis". This record is for the right side. Device has been explanted and replaced.